Event description:
One day after treatment with zyplast the pt presented with painful bruising between the left nasolabial and the left upper lip treatment sites. Cold compresses were prescribed. Blisters formed, then crusted areas were noted at the same site. Shortly thereafter there was sloughing. Oral valtrex was prescribed. Additional medication given, one day dose of oral medrol dose pak. The bruising has since resolved, trace edema and one plus erythema. Physician diagnosis: herpes zoster or vascular occlusion. Follow up findings with the physician note that the diagnosis is indeterminate.